Event description:
It was reported that catheter issue occurred. The 80% stenosed target location was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The device was completely removed from the patient as a whole. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target location was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The device was completely removed from the patient as a whole. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, and the imaging core was with a windup and coiled drive cable. Also, the imaging window was detached near the lap joint section, however, the imaging window was not returned for analysis. Media returned by the customer was inspected and also showed that the imaging window was detached near the lap joint section, the sheath was kinked, and the imaging core was with a coiled drive cable. Based on the evidence, the catheter damaged as reported code is confirmed.